Manufacturer narrative:
Collamer®ultraviolet-aborbing posterior chamber single piece foldable intraocular lens.capsule would not support lens, visual disturbances, incision sutured. Evaluation:results - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related.(B)(4).

Event description:
The reporter stated the surgeon inserted a collamer single piece lens into the patient's left eye. The lens was removed due to patient's capsule too weak and would not support the lens. The incision was enlarged to remove the lens and one suture was used. Another staar lens was implanted. This incident was not product related.